Event description:
Patient was revised to address tibial loosening at the cement/bone interface. Depuy endurance cement was used in the primary surgery.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for the tibial tray part and lot number combination. The investigation was limited to review of the information provided, as the part and lot number for the cement required reviewing the device history records, complaint database, and conduct testing of retained samples was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation and the information available, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.